Event description:
Additional information received from the patient via patient letter. Patient was asked "you were redirected to your physician to address the implant tilted and longer charging times. After you met with them, were they able to determine the cause of this issue? Patient responded that their belt is working okay after putting donut directly on their skin so they did not go to their doctor. Their weight at time of event was 155 ibs.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that for the last two weeks, the patient had trouble recharging the implant. Pt said it would take 2 hours to charge from 70-100%. Pt then said the night before last, the controller decreased from 100-60%, but the ins didn't increase. Pt inspected recharger (rtm) cord and pins but did not see any damage. Pt inspected controller port but said it looked fine. The issue was not resolved. An email was sent to the repair department to replace the rtm (exchange program). Additional information received from the patient. Pt called from registered number and mentioned they still had longer charger times, up to 2.5 hours to charge the implanted neurostimulator(ins), and pt said they had been having issues getting the recharger antenna (rtm) to connect to the ins. Pt said they had put the rtm directly against their skin and got the rtm to connect to the ins. Pt said they did not have clothing on and the seemed to work to get better connection between rtm and ins. Pt said they usually lay down when they charge the ins. Pt said the visited the website, but could not find the answer to their issue. During the call, pt got no device found and entered passive recharge mode. Pt got 76, 76, 76. Pt moved rtm and got 75, 80, 85. Pt then placed the rtm paddle directly over the relay box and got 71, 95, 95. Pt put the rtm paddle back over their ins and got 70, 94, 95. Pt said their ins felt like a half moon under their skin instead of a circle. Pt remained in passive recharge mode for a few minutes during the call. Ins eventually started charging excellent. Ins charge was 90% and incremented to 100% on call. Pt said their controller was charged at 100%. Patient services specialist(pss) reviewed passive recharge mode with pt and details about exchange program with pt. Pt said the rtm had been taking 1.5 hours to locate their ins to charge the ins recently. Pt said they turn their therapy off at night to sleep. Patient services specialist(pss) suggested the pt visit their hcp to check the positioning of the ins inside their body and for further assistance.